Event description:
Device report from synthes, reports an event in japan as follows: it was reported that on an unknown date, the patient underwent the surgery with the 3.0 ccs proximal screw in question about 25 years ago. The surgery was completed successfully without any surgical delay. After the surgery, the removal surgery was done on (B)(6) 2023. In the removal surgery, the screw broke under the screw head by turning counterclockwise along with the screwdriver shaft, only the screw head was removed. The patient was conscious under local anesthesia and consented to have the fractured screw shaft left in the body. The surgery was completed successfully without any surgical delay. The surgeon commented that it was made of stainless steel and the metal was weak because it was a fairly old product. The sales rep informed him after the surgery that the material was tav. No further information is available. Concomitant device reported: screwdrivers: shafts ( quantity: 1). This report is for one (1) screws: cannulated. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.